Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this company field representative experienced difficulty interrogating an subcutaneous implantable cardioverter defibrillator (s-ICD). Five attempts were made with no success. After rebooting the programmer, the field representative was able to successfully interrogate the s-ICD. There were no patient complications and the s-ICD remains in service.